Manufacturer narrative:
Upon inspection of the unit, the reported noise and sensing issues were verified and determined to be caused by incorrect setup by the customer. The scsi and ensite cabling were laying on and around the isolation transformers. Subsequently, the system was correctly set up and the staff was educated on proper system set up.

Event description:
It was reported the ep4 was not sensing properly. Different leads were tried and sensitivity was changed but it still gives intervals of 220-250 ms and the pt's cycle length is about 900 ms.